Event description:
This event is concerning a Medline Convenience Kit containing Neuro Sponges that was recalled on \[redacted]". Official recall notice from Medline will be attached for reference. Over the period of a few months, two of our hospitals have experienced increased SSI's \[surgical site infections]" of 5 or more in Cervical Neuro Procedures when utilizing the kits identified in the recall notice. Medline was contacted and has reiterated that these kits are safe to use after the neuro sponge is discarded per the recall alert. All packs in active inventory have been stickered to remove the neuro sponge. Medline has stated that new kits without the sponge will not be available for purchase for approximately one month. Hospitals that have experienced infections utilizing these kits are \[redacted]" and \[redacted]" located respectively in \[redacted]" and \[redacted]". \[Redacted]" Infection Control was contacted for investigation.